Event description:
The physician reported that a hakim high pressure system was implanted and that it appeared to function as a low pressure system. The valve was explanted and replaced.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.